Manufacturer narrative:
Initial and final MDR (B)(4) MDR (B)(4) device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set leakage in tube event on (B)(6) 2024. Infusion set has been used for 24-48 hours. Customer replaced infusion set and resumed insulin successfully no further information available.